Event description:
The manufacturer received information related to an alice nightone sleep diagnostic device. The user alleges spo2 cable has exposed wires. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.